Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# va077rr, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va077rr, implanted: (B)(6) 2013, product type: lead.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that an another impedance test was performed at 0.7v and resulted in combination 8-9 having an impedance value of 96 ohms. When the impedances were ran again at 3.0v, the impedance values were at 1716 ohms. It was confirmed that the impedance issue was on the right system and the symptoms the patient was experiencing were on the left side of his head/face. It was also stated that the patient was feeling pressure on the top of their cranium near the simloc location. The possibility of performing an MRI was discussed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the rep reported that the intermittent impedances and shocking issues had been taken care of and that the patient was feeling well. It was stated that the patient also thought that the extension wires were replaced but they were not sure. There was nothing in the patient's file to indicate they had a replacement, and the cause of the intermittent impedances and shocking remains unknown.

Event description:
Additional information received from the rep reported that the patient only had a battery replacement in the right chest done on (B)(6) 2016. The extension and wire were not replaced, remain in place.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported impedance issues. However, measurements were taken with the patient's head to the right which showed no out of range contact pairs. It was stated that when the patient was doing a tricep extension on (B)(6) while having their head turned to the left they experienced a shocking sensation from the stimulation. The shocking was located in their head at the stimulation output location, to the back of their head, down to the jaw, and essentially to the left side of their head. The patient had residual facial tightening, so stimulation was decreased from 3.0 volts to 2.50 which helped but didn¿t resolve the issue. Impedance measurements were taken with the patient's head to the left which gave similar results. The implantable neurostimulator (ins) was palpated and the patient didn't have any sensation along the system. Previous impedance values will be checked for comparison, and the patient is to monitor the issue and follow up with the healthcare provider (hcp). Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.